Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability, it was reported that the patient had a periprosthetic fracture on (B)(6) 2008 which was treated with plate and cable. It was also indicated that the patient has high levels of metal ions as laboratory results for blood level is above 7 ppb. There were no information provided to confirm if the patient was revised. Doi: (B)(6) 2008; dor: not reported; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle index procedure. Unknown hip. Elevated ions. Doi: (B)(6) 2008 : dor: not revised (unknown hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.